Event description:
The implantable pump was replaced in 2009. The drug dosage of the new pump was 0.2 mg/day at a concentration of 1 mg/ml. The pt was stable and discharged the day after implant. The pt died the following day. The implantable neurostimulator system was explanted at the time of pump replacement (please see MFR. Report# 6000032-2009-09509). Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)it is unknown if the pump will be returned to baxter for an evaluation. A follow-up report will be submitted when additional information becomes available.

Event description:
The facility representative notified baxter on 27 october 2009 of a colleague infusion pump of a "channel failure". While hanging an insulin drip post coronary artery bypass graft, the nurse was unable to remove the IV tubing. The device was swapped out and another IV was started. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The software version of this device is currently unknown.

Manufacturer narrative:
(B) (4)the pump will not be sent back to baxter for an evaluation.